Manufacturer narrative:
H6. Component code: updated device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Review of the event history log (ehl) showed multiple occurrences of "downstream occlusion" alarms. However, functional testing was unable to duplicate the reported issue. Due to the occurrence of alarms in the ehl, the downstream occlusion sensor was identified as a probable cause and was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not give cassette error. It is unknown if there was patient involvement, no adverse patient effects were reported.